Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). Checked the machine and found that electrical failure code : 52, 91, 117 came earlier. Now system failure and electrical failure code 117 is coming on display intermittently. Reseated connection on front end board but still problem persist. Replaced drive manifold but still problem persist. Fse replaced previously installed drive manifold assembly with the old one as issue remains the same. Replaced solenoid driver board with the new one, kept system running for an hour, seems "system failure" issue got resolved. Rebooted the system kept on pumping for further testing, later on found electrical test fail code# 52, rebooted the unit multiple times, but error kept on repeating. Reconnected pressure transducer but problem remains the same. Replaced front end pcb with the new one, rebooted the unit, booted well. Kept unit on pumping with trainer and balloon for 5hrs. No issue. Unit working properly. Unit handed over to customer in good working condition.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) hosp soc. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit had electrical test failure code 53. There was no patient involvement.